Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings: when the buttons were tested all responded normally to inputs and no hypersensitivity was observed. No physical damage to the keypad was found, nor damage to the contacts. Unrelated to the initial complaint, when the bolus button was removed, there was no center plunger and corrosion was observed on the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons on their device were not responding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.